Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that "I have no specific event date and was passed feedback about a number of occasions where this issue was found". Surgeons have stopped using it as a result of a 'grainy' texture being noticed despite all guidelines being followed in-theatre. The depuy cmw 2g 40g was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As only one lot number was provided for the reported ¿a number of occasions¿, retained sample test was performed only for the following finished good, product code 3325040 and lot. 4928586. The assessment revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. It worth mentioning that the samples were tested in a temperature and humidity 0 controlled laboratory. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device and event. Corrected: d3, g1.

Event description:
It was reported the cement had a grainy texture.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.